Event description:
Customer reported morphine 2mg/ml ordered and suspects the user selected dilaudid instead. Patient experienced a decrease in respiratory rate and received narcan as treatment. Patient recovered without any problems. No additional information was available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Event logs have been received for analysis. A follow up report will be submitted with the investigation findings.